Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device replacement after triggering the elective replacement indicator. Prior to the procedure, it was noted through fluoroscopy that the right ventricular lead had externalized conductors. The lead was capped and replaced. The patient was stable throughout the procedure.

Event description:
New information received on nov 28, 2018, indicates that the lead was explanted and not capped.

Manufacturer narrative:
A partial lead with the pin measuring 11.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The complaint could not be confirmed through analysis. Without return of the entire lead, a complete analysis could not be performed.